Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 44.2 x 46.7 mm abdominal aortic aneurysm approximately 11 weeks ago. The suprarenal neck angulation is mild. The proximal aortic neck is 18.4 mm in diameter. The distal aorta diameter is 15.5 x 17.2 mm, the left iliac artery diameter is 8.8 mm and the right is 10.5 mm. There is mild calcium and no thrombus in the neck. The rcia has moderate calcium and tortuosity. The right access vessel has moderate calcium. The lcia has moderate to severe tortuosity and moderate to severe calcium. The left access vessel has moderate calcium. An endurant bifurcated stent graft enbf2316c170ee and an iliac enlw1616c120ee were successfully implanted without complication. It was reported that eight days post implant the patient was brought to emergency room and was admitted with severe leg pain and claudication. A CT showed no flow and thrombus formation throughout the stent graft and limbs. The physician performed an angiogram and then relined the s tent graft with another manufacturer's stent grafts from just below the renal arteries down to the internal iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion). Patient's condition affected effectiveness of device (severely calcified and tortuous iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified and tortuous iliac arteries).